Manufacturer narrative:
There was no allegation or evidence of a device malfunction and the device was not returned for analysis; therefore, no physical evaluation was performed.

Event description:
Aptus heli-fx endoanchors were used along with cook zenith tx2 endografts in a primary endovascular repair of a thoracic dissection and aneurysm. Pre-operative cta demonstrated a healthy proximal neck 36-388mm in diameter, with a length of approximately 20mm between the distal aspect of the lsa origin and the most proximal extent of dissection. Initially, two cook tx2 endografts were placed (42mm to 38mm tapered graft and a 42mm straight graft). The proximal tx2 graft was well positioned precisely at the origin of the lsa. Following endograft deployment and confirmation of proper position via arteriography, three endoanchors were successfully placed through the endograft and into the proximal neck to provide augmented fixation of the endograft to the aortic wall. The first anchor was placed along the inner curve of the aorta, while the second and third anchors were placed on the outer curve. All endoanchors are believed to have been placed into healthy aortic tissue; all were placed within the first stent of the proximal tx2 component. After deployment of the 3rd endoanchor, the patient experienced an acute drop in blood pressure. The heli-fx system components were removed and a zenith cuff (38x77mm) was immediately placed proximally, covering the lsa, as a prophylactic measure. No arteriography was performed prior to cuff placement to determine whether the bp drop was due to aneurysm rupture or proximal extension of the dissection. After the placement of the cuff, trans-esophageal echocardiography (tee) was performed. The echocardiogram revealed that the right ventricle was stunned and hypokinetic; however, there was no definitive cause. No defects or performance issues were noted with any of the zenith or heli-fx devices. All devices were prepped properly and flushed before use and standard catheter techniques were employed. The patient received a blood transfusion and the blood pressure returned to normal. The patient did not experience significant st elevation and no cardiovascular or neural deficits were observed. Once the patient was stable, it was confirmed that the dissection was resolved and the aneurysm was excluded.